Event description:
It was reported the patient's left hip was revised after patient complaint of pain. Originally, surgeon suspected the stem had subsided 8-10mm. However, intra-operatively the stem was not found to be loose. Black debris was found in the hip capsule and down the femur. A debridement was performed. The femoral head was able to be removed by hand and the trunnion of the stem observed to be worn down to a pencil shape. The stem, head and liner were revised (no damage or wear of the liner was noted).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported the patient's left hip was revised after patient complaint of pain. Originally, surgeon suspected the stem had subsided 8-10mm. However, intra-operatively the stem was not found to be loose. Black debris was found in the hip capsule and down the femur. A debridement was performed. The femoral head was able to be removed by hand and the trunnion of the stem observed to be worn down to a pencil shape. The stem, head and liner were revised (no damage or wear of the liner was noted). Update: mps confirmed "the liner was not replaced".

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed via evaluation of the returned deice. Method & results: product evaluation and results: visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. Damage consistent with loss of taper lock. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. Damage consistent with loss of taper lock. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.